Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger was resetting. The cause for the resets was contamination on the battery pca and a shorted u13 cmos flash microcontroller on the bedside pca. The shorted microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a battery charger was resetting.